Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No battery out limit alarm could be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the buttons on the customer's insulin pump were not responding. Customer's blood glucose was 240 mg/dl. No significant events leading up to the keypad issues were recalled. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.